Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, an insert revision was performed approximately 10 months post implantation due to the onset of ¿significant clicking, popping and instability¿ with development of a large effusion (negative culture) and ¿disengagement¿ per imaging studies. The complaint source was a medwatch form and reportedly no contact information was communicated; therefore, further clinical documentation is not available. The current health status of the patient is unknown. Reportedly the ¿disengagement¿ was the root cause of the reported symptoms and subsequent revision; however, the root cause of the insert ¿disengagement¿ remains unknown. (Possible scenarios could be the occurrence of trauma or the insert did not initially lock into the tibial baseplate upon implantation). The patient impact beyond the reported symptoms with the disassociated insert and subsequent revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2020 and in where a genesis ii ps hi flex insert size 5-6 9 was implanted, the patient had a successful recovery; however, the patient developed a significant clicking and popping and instability in the knee, as well as painful large effusion which was drained and culture resulted negative findings. Imaging studies showed disengagement. Therefore, patient underwent revision surgery on (B)(6) 2021 to explant the device.